Event description:
It was reported " on (B)(6) 2025, after the doctor placed the catheter along the guidewire into the body, when removing the guidewire, he encountered resistance, the guidewire was found deformed, and the guidewire was stuck in the catheter and could not be removed, and then the guidewire was withdrawn along with the catheter, and only then was the guidewire removed from the catheter, and the catheter was reinserted." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the customer provided four images for analysis. The complaint of an unraveled guidewire was able to be confirmed by the photos. The photos show a kinked and unraveled guidewire. The customer also returned one guidewire. The components showed evidence of use in the form of biological material. Visual examination revealed the guide wire was unraveled from the proximal weld and is kinked in several locations along the body. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld. The exposed proximal core wire tip was tapered and discolored at the point of separation. Both welds were present and appeared full and spherical. Catheter and insertion components could not be evaluated as they were not returned with the guidewire. The major kinks in the guide wire body were measured from 150-460mm from the distal/proximal tip. The broken core wire measured 680 mm in length, which is within the specification limits of 678- 688 mm per guide wire product drawing; therefore, no pieces of the core wire appear to be missing. The outer diameter of the guide wire measured 0.840 mm, which is within the specification limits of 0.838-0.877 mm per guide wire product drawing. Functional inspection could not be performed due to the extent of the damage of the returned guidewire. A manual tug test confirmed that the proximal weld was intact. A device history record review was performed, and no relevant manufacturing issues were identified. The instructions for use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that "if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously." The report that the guide wire unraveled was confirmed through examination of the returned sample. The core wire was broken adjacent to the proximal weld. The guide wire met all dimensional requirements during investigation testing. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event, however, the probable cause of guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4.

Event description:
It was reported "(B)(6) 2025, after the doctor placed the catheter along the guidewire into the body, when removing the guidewire, he encountered resistance, the guidewire was found deformed, and the guidewire was stuck in the catheter and could not be removed, and then the guidewire was withdrawn along with the catheter, and only then was the guidewire removed from the catheter, and the catheter was reinserted." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "(B)(6) 2025, after the doctor placed the catheter along the guidewire into the body, when removing the guidewire, he encountered resistance, the guidewire was found deformed, and the guidewire was stuck in the catheter and could not be removed, and then the guidewire was withdrawn along with the catheter, and only then was the guidewire removed from the catheter, and the catheter was reinserted." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided four photos for analysis. The photos show the unraveled guide wire. The catheter was not pictured. A complete visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The customer report of an unraveled guide wire was confirmed by visual inspection of the customer supplied photos. The images show a used guidewire with evidence of unraveling, however, full complaint verification testing to determine the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.